Event description:
Staff reports that pt was being prepared for nitric oxide therapy and was medically paralyzed; when the ventilator went "fall to cycle" with error code e31 displayed. Pt's oxygen saturation dropped to 67%, pt was manually ventilated with 100% oxygen and placed on another unit. Pt expired two days later due to her disease process.

Manufacturer narrative:
Reliability lab testing: installed epi pcb into test fixture and ran for several days. Unable to duplicate the failure observed by the customer. Unit passed all diagnostic tests with customer's pcb installed.